Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, a needle holder and wire cutter were broken. The wire cutter blades were chipped and not cutting properly. The needle holder tips were not aligned.

Manufacturer narrative:
The reported event could be confirmed, though the ¿wire cutter blades¿ are not chipped but show strong deformations. The visual inspection showed that the cutting edge of the device shows strong deformations due to an mechanical overload. Both the review of the inspection documents and the hardness measurement performed showed that the device was manufactured according to the specification. Most likely the deformations at the cutting edge happened due to cutting too hard/inappropriate material. Therefore the root cause can be attributed to an user related overload. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that during a surgical procedure, a needle holder and wire cutter were broken. The wire cutter blades were chipped and not cutting properly. The needle holder tips were not aligned.